Event description:
After the atrial fibrillation procedure, a stroke occurred. After leaving the operating room, the patient reported that he could not feel his legs. A magnetic resonance image was done which diagnosed a stroke. A transesophageal echocardiogram was done prior to procedure. There are no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.